Event description:
Patient had failed previous rf ablation. The physician first used the ensite array catheter to determine the proximity of ablation to the phrenic nerve, then the preszor max device. The cryoablations were conducted near the phrenic nerve, prior to which the phrenic nerve pacing was performed. The third ablation was located on the phrenic nerve which was monitored under fluro every 30-40 seconds. The procedure was halted when the physician saw no movement of the phrenic nerve. The patient suffered from phrenic nerve paralysis and was scheduled to return to the hospital for follow up.